Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station tower door 6 failed to open and it was unable to recover. The field service engineer replaced the door 6 latch assembly with the new one and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 6 failed to open and it was unable to recover. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.